Event description:
Customer reported that the insulin pump is not working. Troubleshooting was performed. Customer's blood glucose level was 490 mg/dl. Customer called her doctor who instructed her to treat and revert to manual injections. Customer's symptom was vomiting. Account history reviewed. Time, date, basal rates, and bolus history are correct. The device had multiple low reservoir alarms recorded in history. No issues with infusion set or insulin noted. Customer declined to assemble reservoir and infusion set for further troubleshooting. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.